Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for a chronic kidney disease and after experiencing an elevated blood glucose (bg) level; however, no specific bg value was provided. A correction bolus was delivered to address bg level prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin and released on (B)(6) 2016.